Manufacturer narrative:
Review of the console serial indicates that the console met specifications at the time of release. This is one of three complaints reported for this finished goods consumable lot; however, this is the first complaint reported for this issue for this finished goods lot. Review of the device history record indicates the order was built to specification. The returned sample was visually inspected and it was noted that the drain bag was detached from the cassette cover due to saturation; however, the drain bag tape was properly aligned on the cassette cover. No obvious defects were found during visual inspection. The sample was then functionally tested. The sample could be recognized and the service data could be retrieved from the console. The sample primed and tuned successfully. No system message codes were generated during testing. The sample passed all aspects of functional testing. The root cause of the customer's complaint could not be established; the returned sample and console met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system error message indicating "occlusion with vent" occurred during the procedure. The handpiece and consumables were replaced and the procedure completed with no patient harm. Additional information and sample has been requested.